Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual examination of the returned device revealed evidence of clinical use including biological material on the distal tip as well as an indentation in the teflon pad. Visual inspection also confirmed the reported issue as the blade was broken off. A review of the lot control sheet for the reported device indicated the device passed all inspections prior to release from sss. The results of the investigation performed indicated that the blade of returned device broke as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use (i.e. End user technique contrary to the IFU). Stryker sustainability solutions' instructions for use state: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿ a review of the lot control sheet for the reported device indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to a previous event in which the tip broke off and the patient had to be opened up to retrieve it. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported, "the harmonic scalpel was working during the case when one side of the jaw broke off into the patient." The procedure was completed successfully with no delay. There was no patient injury, medical intervention, or adverse consequences as a result of this event.